Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: black box data was unable to be decoded however alarm history does show cs 052/054 errors from (B)(6) 2017. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. A 24 hour basal program was run with returned battery cap: no reboot, loss of power or call service alarms duplicated. Leak test shows leaks at battery compartment crack and display lens. Removed pump case. Evidence of additional moisture inside pump on transceiver board and battery canister. A "intermittent power" event was not duplicated during investigation. Checklist step 4 (black box download) fails due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.